Event description:
The customer returned the video system center, which is an olympus asset, with no reported complaint. During device evaluation, one internal screw was found to be loose. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction is related to the finding that an internal screw was loose; however, a specific cause for this condition could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.